Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose on (B)(6) 2016. The customer reported their blood glucose declined to 36 mg/dl and 39 mg/dl. The customer reported their blood glucose later rose to 338 mg/dl. The customer also reported a blood glucose of 54 mg/dl earlier in the day. The customer also reported a beep anomaly on the insulin pump. Customer stated the insulin pump was beeping, but no alarms were present. Troubleshooting found the insulin pump passed a self-test. Customer's blood glucose was 300 mg/dl at the time of incident. The customer called back later to report the beep anomaly was still present. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.